Event description:
Reportedly, during patient use, the breathing circuit had disconnected from the patient. A breathing circuit check test was performed several times, with different breathing circuits; but it did not pass. An internal pressure failure message appeared with a device alert message and the ventilator shut down. The patient was transferred to another ventilator and there was no patient injury or any adverse patient effects reported.

Manufacturer narrative:
(B)(4).